Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. They were unable to verify the keypad anomaly due to the blank display. It was noted that there was no beeping or black lines on the screen. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer stated that the pump screen went blank. Customer reported that it will come back and show the battery is full but there are lines going up and down. Customer stated that there is a big black line in the middle. Customer's blood glucose was 226 mg/dl at the time of the incident. Customer stated that the pump was not dropped or bumped. Customer was on a cruise ship, so the pump was exposed to moisture. Customer stated that it is the sea air and he is walking around with his pump on. Customer reported that as soon as he hits the esc button, the screen goes blank. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.